Event description:
It was reported that a one-link needle free IV connector administration set experienced no flow. The reporter stated that the nurse was not able to draw blood with a peripherally inserted central catheter (PICC) line, but it worked when she removed the cap. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.